Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00794 and 0001822565-2022-00795.

Event description:
It was reported that the poly trials broke during surgery. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. The surgery was completed with another instrument. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibits signs of use (nicked or gouged) and anterior section of the post feature has fractured off. It is also fractured on lateral side of post. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.